Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported EKG (electrocardiogram) cable connect issue; was able to get a clear signal and no anomalies found during visual inspection of the connector. Analysis found the latch tabs of the power cord door and the left keyboard hinge were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the back flap and analyzer/EKG (electrocardiogram) cable connect need repair. It was also reported the pen needs to be replaced. The programmer was returned for repair. No patient complications have been reported as a result of this event.